Event description:
Bilateral breast augmentation with mcghan medical saline implants. 8/31/01 deflation right implant observed by pt several days prior to this date. Pt underwent removal of deflated implant; implant was removed without incident. Implant was noted to have small hole on patch side of implant close to radius. Pt augmented with mcghan saline implant.